Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, while "tying" the knot, the suture broke. It was not specified as to how hemostasis was achieved. There was no reported adverse pt sequela. Though requested, add'l info was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported information suggested that the suture was broken while advancing the knot. The returned device condition indicated that the posterior cuff successfully captured the needle, but failed to be ejected from its pocket during needle deployment. When the plunger was removed from the device, the link was held on one end by the mislocated posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as evidenced by the damaged anterior cuff tabs. Because the anterior cuff was disengaged from the needle, the knot became unraveled and the suture could not be retrieved when retracting the needle plunger. As such, there would be no suture knot to be advanced and broken as reported. Based on the investigation findings, the probable root cause for the failure to eject the posterior cuff during needle deployment and subsequent anterior cuff-to-needle tip detachment while retracting the needle plunger could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not reveal any non-conformity which could have been contributed to this event.

Event description:
Info received indicates the hi/low drive brake is drifting down.

Manufacturer narrative:
(B)(4).